Event description:
It was reported that an interlink systems luer was broken. This malfunction was observed before use. There was no patient involvement; therefore there was no report of patient injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Evaluation summary: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was received for evaluation. The customer reported condition was confirmed during visual inspection. The root cause was identified to be incorrect packing configuration that resulted in an excessive load being applied to the male luer adapter tubing joint .